Event description:
It was reported that on (B)(6) 2011, the patient suffered a syncope episode and was found with a cardiac rhythm around 20 ppm. An ECG showed no pacemaker activity. Drugs restored the regular heart rate. When admitted to hospital, the device could not be interrogated. On (B)(6) 2011, the pulse generator was explanted and replaced. The patient remained hospitalized in the intensive care unit after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found loss of output and telemetry due to battery depletion. The pulse generator was found to be in backup mode due to multiple bits flipped. The battery was at end of life (eol) level. No information was received from the field regarding device settings. After replacing the battery and downloading the product code, normal function ensued.